Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reinstalled, nodes were deleted and calibrations were performed. Backup software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not saving pt images (data loss). There is no report of injury or death associated with this event.